Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a lower monitoring voltage than that listed on the box, prior to implant. A manual capacitor reformation was completed and the voltage did not recover. This ICD was not used.